Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a family member that the patient got a new battery and lead yesterday because the leads were jacked up from falling so many times and the battery was dead. The patient¿s ins had been shut off in 2011 because of another surgery and they never put it back on and 2-3 weeks ago found the battery was dead. They noticed the lead(s) were ¿jacked up¿ during the new implant surgery (B)(6) 2017. The timeframe of the patient¿s falls was not reported. No further complications were reported or are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v223177 serial# implanted: (B)(6) 2009 explanted: product type lead product ID (B)(4) lot# v223177 serial# implanted: (B)(6) 2009 explanted: product type lead: previously reported codes applied to the ins, codes reported today apply to the lead. If information is provided in the future, a supplemental report will be issued.